Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance. The alert threshold was changed because the measurements were only slightly out of range. The lead remains in use. No patient complications have been reported as a result of this event.